Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the instrument broken main tube to be related to the customer reported complaint. The instrument was found to have a broken main tube approximately 0.091" from distal tip. A piece measuring proximately 0.112¿ x 0.186 was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps instrument tip completely broke. The procedure was completed with no reported injury.